Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for use. The side port was found to have an anomaly. No patient complications have been reported. No other information has been disclosed. The product is expected to return for analysis.